Manufacturer narrative:
Device was not returned to the MFR for eval. The initial reported complaint indicated the customer's biomed dept could not fault the device, and the hosp is continuing to use the device. Further clinical follow uncovered the fact that the customer had not charged the device prior to use, as is instructed in the IFU. Should the battery charge already be low due to not having been charged, this could cause the battery to deplete quickly once the device is powered up, which occurred with this reported event. The cause of the reported complaint is user error.

Event description:
It was reported that the zimmer ats 2000 was in use during surgery, and the device lost pressure due to battery failure. However, the hospital's biomed division did not found anything wrong with the device. The hosp continued to use the product. Additional clinical f/u with the hosp indicated that the tourniquet was inflated and procedure started when the "unit went dead." The nurse had apparently never checked the unit prior to procedure to see if it had been, or was, plugged in so it totally discharged very soon after inflation. The surgeon was just starting to open and dissect for a total knee replacement. No bone had been cut, and no cementing was in progress. When cuff deflated, unit was replaced immediately with spare available unit, surgeon re- exsanguinated the limb, and surgery proceeded without detriment to the pt. There was minimal unanticipated blood loss during this process due to the early stage of procedure, and the use of cautery during opening/dissection. The surgeon was reportedly "not phased" regarding the event.